Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing both high and low blood glucose. The customer also reported that they had skin irritation from both infusion set and sensor tapes. The customer¿s blood glucose during the incident was 289 mg/dl. The customer¿s current blood glucose was 50 mg/dl. They treated their low blood glucose with glucose tablets. The customer declined troubleshooting for the high and low blood glucose. The insulin pump will not be returned for analysis.